Event description:
Pt was revised to address poly wear of the insert and osteolysis. Also, the tibial tray and patella were loose at the cement/implant interface, and the femoral component was loose at both interfaces. Depuy cement was used in the primary surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.